Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B) (4). Reported behavior resulted from communication problems that prevented the device interrogation to be completed on (B) (6) 2009. Consequently the programmer used a default value for longevity, resulting in an inappropriate warning message displayed to the user. Reportedly, normal longevity data were recovered as soon as communication was established with the device. Therefore, the device can be distributed and implanted.

Event description:
The longevity was shown as less than 3 months upon interrogation performed with the device in its sterile box.